Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over one (1) years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's complaint/reportable malfunction was confirmed. The distal end of the electrode is disconnected and shows signs of charring. Olympus was unable to perform a functional inspection as the one side of the insulation was detached from the electrode. The wire at the distal end melted away to the fork insulation. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely due to wear and tear. Additionally, it should be mentioned that the instructions for instructions for use (IFU) note the loop at the distal end of the electrode wears out during use and may break, burn or melt. Olympus will continue to monitor the field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the resection electrode tip broke while being ignited and cylinder came off. The cylinder was retrieved. The issue occurred during a therapeutic transurethral resection of the prostate (turp) procedure. There were no reports of patient harm. The intended procedure was completed with a similar device.